Event description:
The hcp reported a patient death, unrelated to the implanted pump system. The patient had a terminal illness-metastatic lung cancer with metastases to the bone. The patient was admitted to hospice when she died. The pump was used to deliver hydromorphone, clonidine, and bupivacaine.